Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller requested manufacturing representative (rep) to interrogate ins. Caller stated that patient (pt) reported the ins has been turning off on its own. Caller stated that rep called the pt prior to (B)(6) 2025 and scheduled to meet with them on (B)(6) 2025 at the hcp's office but the pt is now in the hospital. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller was redirected to national answering service (nas) to page a rep. No symptoms were reported.